Event description:
Pdc received call on (B)(6) 2013 reporting medical intervention that occurred on (B)(6) 2013 at 8 am. Pt (B)(6) called to recount the incident: pt's ex husband called paramedics because pt did not answer phone. Paramedics arrived to find pt passed out. At time of event the prodigy meter recorded a reading of 343 mg/dl (B)(6) around 8:47am. There was not any information given in reference to the arrival time of paramedics or whether they performed any tests. Pt was transported to emergency room by paramedics. Only known drug administered at emergency room was IV, amount unk. At time of call reporting the medical intervention pt was still in hospital due to high blood pressure. Pdc sent replacement and prepaid envelope requesting return of suspect device.